Event description:
Baxter sales rep reports, pt who had c-section expired while receiving an infusion of fentanyl via the apii pump. Per the sales rep, this account does not feel the incident was related to the pump. Several attempts have been made to obtain additional info from the risk mgmt dept at the facility, however, the risk mgmt rep has not returned the phone calls.